Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. Post procedure the patient experienced a pericardial effusion. The physician performed a pericardiocentesis and the patient stabilized. The patient was doing fine following these events.